Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male patient which revealed numerous arrhythmia alarms and artifact on both channels. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem has been confirmed. The cause of the arrhythmia alarms and artifact was due to a defective cable on the electrode belt. Upon receipt, the cable from ECG c to the distribution node was cut. The root cause of the damaged cable was likely a result of excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.